Event description:
The customer reported that the reservoir was occluded. Customer stated that she got no delivery alarm. Customer's blood glucose was unknown. Customer confirmed that the alarm was resolved by a complete set change. Customer unable to troubleshoot due to this was past event. Customer will return the sets and reservoir. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.